Event description:
The bvs 5000 console intermittently stopped during support. It was found that the solenoid valve was sticking. The console had reached the run time for replacement of this valve. The valve was replaced and no further problems were experienced. There was no impact on the pt.